Event description:
A customer reported receiving a system message during an ophthalmic procedure. An alternate system was used to complete the case. There was no patient impact reported.

Manufacturer narrative:
A service visit has been done and the investigation is still in progress. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).